Event description:
(B)(4). The report was written by the (B)(6) "vp of qc" from the hospital then sent to the FDA. FDA sent it to crm boston scientific on 02/23/2009 and in turn boston scientific forwarded to maquet on 02/24/2009. The report stated, "event desc: cautery of endoview harvest, shortly after using the system a lot of smoke came out. The tip was charred, taken out of service, no injury to pt noted. Product identified was a vh-3000 with lot# 8112171. Event occurred (B)(6)2009." The maquet sales representative for this account contacted this hospital. Further details given were that during an endoscopic vein harvesting procedure, the harvester noticed the tip of hemopro tissue welders jaws activated and were glowing even though activation trigger was "off". A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).